Manufacturer narrative:
This report was initially submitted following notification from a customer in canada regarding a misidentification of escherichia coli as parvimonas micra in association with the vitek® ms (ref (B)(4), serial (B)(6)). The customers fine tuning was good at the time of testing. The spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values were quite heterogeneous. Escherichia coli is present in vitek® ms kb 3.2. The customer did not specify what alternative method, if any, was used to confirm/ identify the expected organism. Through the investigation, it is not possible to conclude on the identification. To confirm the identification, a sequencing (reference method) has to be performed. The strain however, is not available to perform further investigation. According to the data provided , the misidentification result as parvimonas micra was obtained with a low identification score (-0.28) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4). The following system limitation is stated in the vitek® ms v3.2 knowledge base user manual ref. 161150-924-a: ¿* testing of species not found in the database may result in an unidentified result or a misidentification.¿ the expected result could be a species not present in the vitek® ms kb v3.2. The customer has to confirm the identification with reference method (sequencing). Root cause: system limitation- species out of knowledge base. User non optimal spot sample preparation. See section h10.

Event description:
A customer in (B)(6) notified biomérieux of a misidentification of escherichia coli as parvimonas micra in association with the vitek® ms (ref 410895, serial (B)(4)). The customer did not specify what alternative method, if any, was used to identify the organism. There is no indication or report from the laboratory that the misidentification led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.